Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be depleting faster than expected. A save to disk was sent in for engineering analysis and premature battery depletion was confirmed no adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be depleting faster than expected. A save to disk was sent in for engineering analysis and premature battery depletion was confirmed no adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. Product returned suggested that this implantable device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. In addition, the product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be depleting faster than expected. A save to disk was sent in for engineering analysis and premature battery depletion was confirmed no adverse patient effects were reported. Currently, evidence suggests that this product remains in-service.product returned suggested that this implantable device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b2 field: date of event updated to (B)(6) 2021. The returned energen ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. In addition, the product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.